Event description:
Additional information was received indicating that the issued occurred during a therapeutic endoscopy, and the procedure was completed with another device with no complications/no harm to patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: b3, b5, e1 (first/given name, last name), e3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that the event occurred because communication failure, due to faulty cable. As to cable damage, we checked the contents described in the instruction manual at the time of product shipment and found the following descriptions. We determined that the reported phenomena might be prevented by following these descriptions. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head is no longer running. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a complete loss of the image due to poor contact with the camera cable along with the display of the error message b30. The broken video cable is also found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.